Event description:
--

Manufacturer narrative:
This device has not been returned. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. In addition, laboratory analysis confirmed that the device was explanted during post mortem. Prior to receipt at boston scientific the device was returned to the hospital where it was interrogated. During this interrogation it was noted that the device had declared ert. Ert was triggered as the result of battery impedance increase due to environmental conditions encountered following the patient's death.

Event description:
Boston scientific received information that this pulse generator (pg) was returned to this hospital post mortem. It was noted that the device had triggered elective replacement time (ert) after the explant, but it was suspected that ert was triggered prematurely. There is no evidence that this caused the death of this patient. The device will be returned.

Manufacturer narrative:
At this time there is no additional information. Upon additional information and analysis of this device this event will be updated and filed.